Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parathyroidectomy procedure. The nim vital was making a lot of noise while cauterizing. There is question whether it was muting appropriately. Ensured the muting probe was plugged in correctly and the monopolar cautery cord was through the clamp. Nothing seemed to fix the problem. The surgeon continued the case with the same monitor, but turned down the volume to avoid hearing the excess noise. There was an delay of 3 minutes. There was no patient injury.

Manufacturer narrative:
H3: product analysis confirmed that the mute connector of the eic board was broken. There was no power to the usb-c port, so the pmb board has been replaced. H6: previously applied fdm b21 fdr c21 fdc d16 and img g02030 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.